Manufacturer narrative:
Follow-up #1: date of submission 11/06/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: call service 064-0008 alarm observed in pump histories. Pump powers on to a call service 052 alarm. Unable to perform steps 10, 11, 13 and 16 due to alarm. Unable to adequately investigate. On (B)(4) 2014, the reporter contacted animas, alleging a battery compartment crack. No additional information was provided and the pump was unavailable for troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a cs-064 'call service alarm' occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.